Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the iab was working initially and then stopped. The iab was removed and new iab was inserted without further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. A kink was found on the inner lumen and catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined a kink in the inner lumen and catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).

Event description:
It was reported that after insertion of an intra-aortic balloon (iab), the iab was working initially and then stopped. The iab was removed, and new iab was inserted without further issues. There was no patient harm, or adverse event reported.